Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to unload the cubie. A technical support specialist (tss) confirmed in unload screen that the cubie was not detected inserted. The tss guided the customer through placing the cubie in a different drawer location, where it again failed to read the cubie memory and open the cubie lid, though it ejected when the hooks were released. The cubie was determined to be faulty, and the customer was advised to return it to bd. The customer authorized closure of the case. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to unload methadone 5 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.